Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil projected into the uterus while the left was adjacent to the lateral margin of the uterus"), endometritis ("endometritis was considered a differential diagnosis") and genital haemorrhage ("irregular bleeding") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sedation during medical procedure (essure procedure under IV sedation at the dr office) on (B)(6) 2012. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 21 days after insertion of essure, the patient experienced adnexa uteri cyst ("possible paratubular cyst"). On (B)(6) 2012, the patient experienced endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia/ pain with sex") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain"), vaginal haemorrhage ("spotting / abnormal vaginal bleeding"), paraesthesia ("right arm paresthesias / tingling in right arm") and musculoskeletal stiffness ("stiffness of the right shoulder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / right sided pain / pain / pain greater on the left"), menorrhagia ("excessive menstrual bleeding / menorrhagia"), weight increased ("weight gain"), fatigue ("fatigue"), menstruation irregular ("irregular cycles that lasted greated than fourteen days / irregular menses"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), cyst ("small simple cyst") and hypoaesthesia ("numbness in right arm"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and back pain had resolved. At the time of the report, the device dislocation, endometritis, genital haemorrhage, menorrhagia, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, vaginal haemorrhage, menstruation irregular, paraesthesia, musculoskeletal stiffness, dysmenorrhoea, cyst, adnexa uteri cyst and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on follow-up exam on (B)(6) 2017, plaintiff reported that ¿her pelvic pain and back pain . Have resolved completely. Following her removal surgery, the cause of her symptoms was obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory placement, bilateral occlusion ultrasound scan - on (B)(6) 2012: possible paratubular cyst; on (B)(6) 2016: small simple cyst. On (B)(6) 2016, pelvic ultrasound performed showed that the right essure coil projected into the uterus, while the left was adjacent to the lateral margin of the uterus. On (B)(6) 2016, pelvic ultrasound performed showed that the left essure coil was more peripherally positioned than the right, with the proximal end along the serosal margin of the uterus. On (B)(6) 2017, she underwent a laparoscopic bilateral salpingectomy. The operative report noted the right coil was not seen in the fallopian tube and it further noted after a close inspection of the cornua end there was a portion of the ischial coil protruding. Most recent follow-up information incorporated above includes: on 30-apr-2018: new lab data provided; possible paratubular cyst and numbness in right arm were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil projected into the uterus while the left was adjacent to the lateral margin of the uterus'), endometritis ('endometritis was considered a differential diagnosis'), uterine perforation ('perforation') and genital haemorrhage ('irregular bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation during medical procedure (essure procedure under IV sedation at the dr office) on (B)(6) 2012. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced adnexa uteri cyst ("possible paratubular cyst"), 3 months 21 days after insertion of essure. On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with sex") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain"), vaginal haemorrhage ("spotting / abnormal vaginal bleeding"), paraesthesia ("right arm paresthesias / tingling in right arm") and musculoskeletal stiffness ("stiffness of the right shoulder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / right sided pain / pain / pain greater on the left"), menorrhagia ("excessive menstrual bleeding / menorrhagia"), fatigue ("fatigue"), menstruation irregular ("irregular cycles that lasted grated than fourteen days / irregular menses"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), cyst ("small simple cyst"), hypoaesthesia ("numbness in right arm"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure devices removed and hysterectomy and bilateral salpingectomy, essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and back pain had resolved. At the time of the report, the device dislocation, endometritis, uterine perforation, genital haemorrhage, menorrhagia, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, vaginal haemorrhage, menstruation irregular, paraesthesia, musculoskeletal stiffness, dysmenorrhoea, cyst, adnexa uteri cyst, hypoaesthesia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, arthralgia, autoimmune disorder, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on follow-up exam on (B)(6) 2017, plaintiff reported that ¿her pelvic pain and back pain . . . Have resolved completely. Following her removal surgery, the cause of her symptoms was obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement, bilateral occlusion. Ultrasound scan - on (B)(6) 2012: results: possible paratubular cyst; on (B)(6) 2016: results: small simple cyst. Diagnostic results: on (B)(6) 2016, pelvic ultrasound performed showed that the right essure coil projected into the uterus, while the left was adjacent to the lateral margin of the uterus. On (B)(6) 2016, pelvic ultrasound performed showed that the left essure coil was more peripherally positioned than the right, with the proximal end along the serosal margin of the uterus. On (B)(6) 2017, she underwent a laparoscopic bilateral salpingectomy. The operative report noted the right coil was not seen in the fallopian tube and it further noted after a close inspection of the cornua end there was a portion of the ischial coil protruding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil projected into the uterus while the left was adjacent to the lateral margin of the uterus'), endometritis ('endometritis was considered a differential diagnosis'), uterine perforation ('perforation') and genital haemorrhage ('irregular bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation during medical procedure (essure procedure under IV sedation at the dr office) on (B)(6) 2012. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced adnexa uteri cyst ("possible paratubular cyst"), 3 months 21 days after insertion of essure. On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with sex") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain"), vaginal haemorrhage ("spotting / abnormal vaginal bleeding"), paraesthesia ("right arm paresthesias / tingling in right arm") and musculoskeletal stiffness ("stiffness of the right shoulder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / right sided pain / pain / pain greater on the left"), menorrhagia ("excessive menstrual bleeding / menorrhagia"), fatigue ("fatigue"), menstruation irregular ("irregular cycles that lasted greated than fourteen days / irregular menses"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), cyst ("small simple cyst"), hypoaesthesia ("numbness in right arm"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure devices removed and hysterectomy and bilateral salpingectomy, essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and back pain had resolved. At the time of the report, the device dislocation, endometritis, uterine perforation, genital haemorrhage, menorrhagia, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, vaginal haemorrhage, menstruation irregular, paraesthesia, musculoskeletal stiffness, dysmenorrhoea, cyst, adnexa uteri cyst, hypoaesthesia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, arthralgia, autoimmune disorder, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on follow-up exam on (B)(6) 2017, plaintiff reported that ¿her pelvic pain and back pain . . . Have resolved completely. Following her removal surgery, the cause of her symptoms was obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement, bilateral occlusion. Ultrasound scan - on (B)(6) 2012: results: possible paratubular cyst; on (B)(6) 2016: results: small simple cyst. Diagnostic results: on (B)(6) 2016, pelvic ultrasound performed showed that the right essure coil projected into the uterus, while the left was adjacent to the lateral margin of the uterus. On (B)(6) 2016, pelvic ultrasound performed showed that the left essure coil was more peripherally positioned than the right, with the proximal end along the serosal margin of the uterus. On (B)(6) 2017, she underwent a laparoscopic bilateral salpingectomy. The operative report noted the right coil was not seen in the fallopian tube and it further noted after a close inspection of the cornua end there was a portion of the ischial coil protruding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event perforation, autoimmune and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil projected into the uterus while the left was adjacent to the lateral margin of the uterus'), endometritis ('endometritis was considered a differential diagnosis'), uterine perforation ('perforation') and genital haemorrhage ('irregular bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sedation during medical procedure (essure procedure under IV sedation at the dr office) on (B)(6) 2012, depression, crying, anxiety, mental disorder, sleep disorder, pregnancy test urine negative, ovarian cyst, paratubal cyst, nausea and vomiting. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2016, pelvic ultrasound performed showed that the right essure coil projected into the uterus, while the left was adjacent to the lateral margin of the uterus. On (B)(6) 2016, pelvic ultrasound performed showed that the left essure coil was more peripherally positioned than the right, with the proximal end along the serosal margin of the uterus. On (B)(6) 2017, she underwent a laparoscopic bilateral salpingectomy. The operative report noted the right coil was not seen in the fallopian tube and it further noted after a close inspection of the cornua end there was a portion of the ischial coil protruding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced adnexa uteri cyst ("possible paratubular cyst"), 3 months 21 days after insertion of essure. On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ pain with sex") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain"), vaginal haemorrhage ("spotting / abnormal vaginal bleeding"), paraesthesia ("right arm paresthesias / tingling in right arm") and musculoskeletal stiffness ("stiffness of the right shoulder"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / right sided pain / pain / pain greater on the left"), heavy menstrual bleeding ("excessive menstrual bleeding / menorrhagia"), fatigue ("fatigue"), menstruation irregular ("irregular cycles that lasted greated than fourteen days / irregular menses"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), cyst ("small simple cyst"), hypoaesthesia ("numbness in right arm"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure devices removed and hysterectomy and bilateral salpingectomy, essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and back pain had resolved. At the time of the report, the device dislocation, endometritis, uterine perforation, genital haemorrhage, heavy menstrual bleeding, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, vaginal haemorrhage, menstruation irregular, paraesthesia, musculoskeletal stiffness, dysmenorrhoea, cyst, adnexa uteri cyst, hypoaesthesia, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, arthralgia, autoimmune disorder, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on follow-up exam on (B)(6) 2017, plaintiff reported that ¿her pelvic pain and back pain . . . Have resolved completely. Following her removal surgery, the cause of her symptoms was obvious, due to their resolution. Wt: 260lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement, bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: results: possible paratubular cyst; on (B)(6) 2016: results: small simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, dyspareunia, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's date of birth, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil projected into the uterus while the left was adjacent to the lateral margin of the uterus"), endometritis ("endometritis was considered a differential diagnosis") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sedation during medical procedure (essure procedure under IV sedation at the dr office) on (B)(6) 2012. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 4 months 5 days after insertion of essure, the patient experienced endometritis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / right sided pain / pain / pain greater on the left"), menorrhagia ("excessive menstrual bleeding / menorrhagia"), dyspareunia ("dyspareunia/ pain with sex"), arthralgia ("joint pain"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("spotting / abnormal vaginal bleeding"), menstruation irregular ("irregular cycles that lasted greater than fourteen days / irregular menses"), back pain ("back pain"), paraesthesia ("right arm paresthesias"), musculoskeletal stiffness ("stiffness of the right shoulder"), dysmenorrhoea ("dysmenorrhea") and cyst ("small simple cyst"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and back pain had resolved. At the time of the report, the device dislocation, endometritis, genital haemorrhage, menorrhagia, dyspareunia, arthralgia, weight increased, fatigue, abdominal pain, vaginal haemorrhage, menstruation irregular, paraesthesia, musculoskeletal stiffness, dysmenorrhoea and cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, musculoskeletal stiffness, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on follow-up exam on (B)(6) 2017, plaintiff reported that ¿her pelvic pain and back pain have resolved completely. Following her removal surgery, the cause of her symptoms was obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion was viewed in both fallopian tubes ultrasound scan - on (B)(6) 2016: small simple cyst . On (B)(6) 2016, ultrasound scan performed showed that the right essure coil projected into the uterus, while the left was adjacent to the lateral margin of the uterus. On (B)(6) 2016, pelvic CT scan showed that the left essure coil was more peripherally positioned but had not changed in comparison to the june ultrasound. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.